Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was visible moisture behind the display lens. The pump was powered on and the display was illegible. The pump did not demonstrate vibratory function when powered on. A leak test was performed and revealed a battery compartment leak and a display lens leak. The pump was opened for investigation and revealed internal moisture damage to the internal components and the printed circuit board. There was corrosion on the vibration motor. (B)(4).

Event description:
On (B)(6) 2013, the patient contacted animas and reported an unresponsive keypad. The patient reportedly received notification from the pump indicating a dead battery after the patient went swimming. The battery reportedly was replaced and the patient was unable to get passed the verification screen or select anything else using the keypad buttons. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.